Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the foreign material may have remained for reprocessing was deviated from the instructions for use (IFU). The event can be detected by following the IFU which state: ·inspect the external surface of the entire insertion section including the bending section and the distal end including the forceps elevator for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the suction cylinder had discoloration; the light guide lens had a scratch; the adhesive on the distal sheath was detached; the connecting tube had a cut; the connecting tube coating was peeled off; the connecting tube had a stain; the adhesive around the light guide lens was cracked; and there was corrosion around the forceps elevator. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii duodenovideoscope had a problem during the leak test. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the distal end had foreign material or stain and that the adhesive around the objective lens was dirty. This report is to capture the reportable malfunction of the foreign substance on the scope's end and the dirty adhesive on the lens noted at estimation.